Event description:
It was reported that an ilet user with a dexcom g7 experienced a continuous glucose monitor (cgm) connection issue on the ilet where the device displayed ¿connect cgm or enter bg¿ and a dosing stop countdown, and the ilet alarm history indicated sensor pairing failure; the user performed a capillary blood glucose measurement of 128 mg/dl, entered the value to maintain dosing, then reselected the g7 setting and re-entered the sensor code to initiate pairing. No reported symptoms. Outcomes included temporary reliance on fingerstick entry to sustain therapy while pairing was reattempted. Investigation included technical troubleshooting and user education over the phone. Investigation of this case revealed that the cgm-to-ilet pairing process had failed and was in progress after reconfiguration, with instructions to call back if readings did not resume. It was concluded that the event involved a communication or pairing malfunction between the cgm and the ilet, mitigated by manual bg entry and re-initiation of pairing.